Event description:
It was reported that at a routine device change it was noted that the right atrial lead had previously had bipolar impedances less than 200 ohms with intermittent lead noise. Currently the lead was pacing unipolar with a lead impedance of 319 ohms. The lead noisewill be monitored and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.